Manufacturer narrative:
H6 code of e2402 was chosen to capture the events of a bezoar. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar and duodenal ulcer are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient began to experience pain at the stoma site, difficulty mobilizing tube, and chronic constipation. In (B)(6) 2025, the patient's symptoms continued with the addition of dizziness, green colored exudate in the stoma, and "suspected phytobezoar". A diagnostic gastroscopy was performed on an unknown date and discovered a "large" bezoar at the end of the intestinal tube and an ulcer in the duodenum, secondary to the bezoar. The tubes were removed on (B)(6) 2025. The patient will receive unknown additional treatment for two months, to aid the healing of the ulcer.